Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.

Event description:
Consumer called to report getting very different readings with her meter. Analysis run on consensus error grid using mean reading (266) as ref point vs. Bd readings (553, 205, 40) yielded data points in the d zone of the grid, outside of acceptable limits.